Manufacturer narrative:
Corrected: h3. Infection/major bleed/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Saturated pump flow: the cause of saturated flows was due to biomaterial ingestion based on product, log analysis and clinical review.

Manufacturer narrative:
Additional information has been provided in d9. The impella device was returned, and an evaluation is underway. Additional information has been provided in h6 (health effect - clinical code, medical device problem code).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via surgical cutdown of the right axillary artery in a 72-year-old female who presented with cardiomyopathy, heart failure, and cardiogenic shock classified as society for cardiovascular angiography and interventions stage e. The patient was receiving inotropic support, vasopressors, and mechanical ventilation for respiratory support at the time of device placement. The purge solution was dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. Following placement, the patient experienced hemodynamic instability associated with an access site adverse event and a major bleeding complication. A blood transfusion was required. During support, abnormal placement signals were noted, and evaluation confirmed the device was in an incorrect position. Despite motor current and purge parameters, waveform discrepancies suggested suboptimal positioning. Imaging and troubleshooting confirmed malposition of the pump. Due to persistent hemodynamic instability and bleeding, the device was revised and subsequently replaced. Major bleeding, hemodynamic instability, and device malposition are known potential complications associated with large-bore axillary access and mechanical circulatory support in critically ill patients, particularly in the setting of advanced cardiogenic shock, vasopressor dependence, anticoagulation, and complex surgical access. These risks are described in the instructions for use. Based on the information provided, patient-related severity of illness, procedural complexity, and access-related factors may have contributed. The patient survived.